Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the (B)(6) 2024 between 12am-6am the patient had a low alert and took 10-gram glucose. As the cgm reading matched the symptoms, no blood glucose meter was used. The cgm reading went up to 77 mg/dl after treatment. During the day, the reading went up cgm recovered to 120-180 mg/dl. The next night, on (B)(6) 2024 between 12am-6am: the patient received a low alert for a cgm reading of 55 mg/dl. The patient administered glucose and during the day the cgm was reading between 120-180 mg/dl. On the (B)(6) 2024, between 12am-6am: the patient had another low alert for a low cgm reading. The patient had barely slept, and was sleep-deprived, and was too tired to take a fingerstick. The patient did not lose consciousness. No self-treatment was reported from that moment. During the day, cgm reading kept being around 79-99 mg/dl, which was lower than usual, and glucose was administered. As there was no improvement or change in cgm reading, the patient called the family doctor, and went to the hospital. At the hospital a fingerstick was taken and the cgm reading was 88 mg/dl, and the blood glucose reading was 46 mg/dl. The patient was given intravenous glucose fluids. Patient stayed in the hospital until the morning of the (B)(6) 2024, and when a fingerstick was taken the cgm reading was 108 mg/dl, and the blood glucose reading was 106 mg/dl. The patient stated that she received a referral from the doctor to be hospitalized for 2 weeks in (B)(6) 2024. The reason for this hospitalization would be as the general condition of the patient was ¿not good to begin with¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the catalog/model number (including lot/serial number) was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).